Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting was performed, and found no delivery, low reservoir and weak battery alarms. The insulin pump passed the self test, but could not conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.